Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified; however, based on the investigation results, the malfunction may have been due to expected or random component failure without any evidence of design or manufacturing defects. Notably, the device returned to normal operation after aeration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed a 315 unsupported scope error message. The reported issue occurred during reprocessing and there was no report of patient involvement.